Manufacturer narrative:
Submit date: 10/19/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2016 service found that the unit does not alarm upon turning on or when dislodging the tube from the sensor.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿intermittent power.¿ the unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused the printed circuit board not to alarm. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.